Event description:
Additional info received from the reporter on 03/26/2014: caller reports that the doctor diagnosed her burn as a 3rd degree burn. She had to undergo surgery on 03(B)(6) 2014 and it is going to take at least 2 months to heal. Also, she was told she was moving during MRI even though she was under general anesthesia.

Event description:
I was put under sleeping sedation for an MRI (B)(6) at (B)(6) and woke up in the recovery room with a 5cm wide second degree burn on my right arm. It was leaking clear fluid that night. The next day I went to the (B)(6) clinic and saw (B)(6) who confirmed burn was from MRI. Contacted (B)(6).